Event description:
The customer stated that he went to the emergency room due to low blood glucose levels. The customer reported a blood glucose reading of 49 mg/dl. Troubleshooting was performed. Found that the customer was attempting to change the infusion set prior to the event. The customer had inserted the infusion set into his body and then attempted to put the reservoir in the insulin pump, without first rewinding the insulin pump. Advised the customer never to be connected to the infusion set when handling the reservoir. Assisted the customer with proper priming techniques. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.